Event description:
Subsequent to the previously filed report, information was provided indicating that the patient experienced dyspnea and palpitations as a result of the increased mitral regurgitation. No additional information was provided.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet (single leaflet device attachment-slda) and required additional intervention. It was reported that on (B)(6) 2012, the patient, with mixed etiology mitral regurgitation, underwent a procedure with implantation of two mitraclips, reducing the mitral regurgitation grade from 4 to 2. There was no challenging anatomy noted and no difficulty visualizing the clip during the procedure. Leaflet assessment was confirmed. On (B)(6) 2015, it was noted that the more lateral clip of the two had detached from the posterior mitral valve leaflet and remained attached to the anterior leaflet only; single leaflet device attachment (slda) occurred. The mitral regurgitation grade was increased to grade 4 and the patient was symptomatic. A second mitraclip procedure was performed on (B)(6) 2015, with a mitraclip implanted at a location more lateral than the slda clip. Post procedure, the mitral regurgitation was reduced from grade 4 to grade 2, with the slda clip stabilized. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A failure analysis of the complaint device could not be performed because the product was not returned. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. A review of the lot history record revealed no nonconformances that would have contributed to this complaint. A query of the complaint-handling database identified no other incidents reported for single leaflet device attachment (slda) from this lot. Potential causes for slda leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, slda may be influenced by morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, a definitive cause for the reported slda cannot be determined. There does not appear to be any evidence of a quality deficiency associated with this device. It was further reported that after the original procedure, the mitral regurgitation (mr) grade was noted to have increased and the patient was symptomatic (experienced dyspnea and palpitations) due to the increased mr. The patient effects of worsening mr, dyspnea and arrhythmias (palpitations) are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. In this case, the increased mr was likely a result of the slda clip, as the clip was no longer attached to both leaflets. The reported dyspnea and arrhythmia were likely cascading effects of the increased mr, as reported. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch filed: on (B)(4) 2012, the patient underwent a procedure with implantation of two mitraclips (cds 10173970/(B)(4) and cds 10173970/(B)(4)). The identification of the lateral clip that detached from the posterior leaflet could not be identified.